Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result for one patient. The following data was provided: on (B)(6) 2025, sid (B)(6): initial troponin-I result = 116.5 ng/l. Serial troponin testing was ordered by the physician: second troponin-I result = 5.1 ng/l. Third troponin-I result = 5.0 ng/l. The physician requested the initial sample to be retested. The initial sample was retested using sample ID (B)(6) on another analyzer (B)(6) and generated a result of 5.8 ng/l no customer cutoff was provided. Using the package insert overall cutoff of < 27 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) (same patient) all available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6), 1030 (same patient), (B)(6) (2 different patients) all available patient information was included. Additional patient details are not available. B5 - describe event or problem: additional patient information added. See section b5 for details.

Event description:
On (B)(6) 20205, additional patient sample was provided for a falsely elevated alinity I stat high sensitivity troponin-I result. The following data was provided: on (B)(6) 2025 at 15:34, sid (B)(6): initial troponin-I result = 121.7 ng/l. Second blood collection was drawn per customer protocol and results were undetectable when run on another analyzer ((B)(6)) repeated the original sample on the other analyzer ((B)(6)) also and generated results that were undetectable. No customer cutoff was provided. Using the package insert overall cutoff of < 27 ng/l. There was no impact to patient management reported.

Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result for one patient. The following data was provided: on (B)(6) 2025, sid (B)(6): initial troponin-I result = 116.5 ng/l. Serial troponin testing was ordered by the physician: second troponin-I result = 5.1 ng/l. Third troponin-I result = 5.0 ng/l. The physician requested the initial sample to be retested. The initial sample was retested using sample ID (B)(6) on another analyzer (B)(6) and generated a result of 5.8 ng/l. On 23jun20205, additional patient sample was provided for a falsely elevated alinity I stat high sensitivity troponin-I result. The following data was provided: on (B)(6) 2025 at 15:34, sid (B)(6): initial troponin-I result = 121.7 ng/l. Second blood collection was drawn per customer protocol and results were undetectable when run on another analyzer (B)(6) repeated the original sample on the other analyzer (B)(6) also and generated results that were undetectable. No customer cutoff was provided. Using the package insert overall cutoff of < 27 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I stat high sensitivity troponin-I, 04z21-25, longford manufacturing site to alinity I processing module, 03r65-01, irving ia/cc manufacturing site. MDR number 3016438761-2025-00405-00 has been submitted and all further information will be documented under that MDR number. Section d3 suspect medical device was updated including the mfg site email. Section g1 all manufacturers was updated including the mfg site email.